Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the patient experienced discomfort during flushing. After CT examination, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment was removed. The patient was reportedly stabilized.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, material separation and the identified deformation and worn issue, as a circumferential split was noted approximately 7.2 cm from the distal end of the cath-lock. A complete circumferential break was observed approximately 8.2 cm from the distal end of the cath-lock that was elliptical in shape. The edges of the partial circumferential break observed on the proximal catheter segment were observed to be smooth and rounded. Both edges of the complete circumferential break were observed to be jagged and the break surfaces were noted to be both granular and smooth. The investigation is inconclusive for the reported catheter migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6(device) h11: e1, h6(method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.see h10.

Event description:
It was reported that some time post port placement in the left internal jugular vein, the patient experienced discomfort during flushing. Upon CT examination, the catheter was allegedly found to be broken. It was further reported that the catheter was migrated. The distal catheter segment and the port body were removed. The patient was reported to be stable.